Manufacturer narrative:
The person involved in the event was aware the product is flammable. Device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed.

Event description:
Customer reported cavilon no sting barrier film was applied during a vacuum assisted wound closure procedure. Reported electrocautery was used after applying the product and a spark occurred. Customer reported patient experienced 2nd degree burns. No additional information available at this time.